Event description:
On (B)(6) 2013, information was received from the reporter stating that the patient was requiring a quadruple biopsy of the left breast because cancer was found in the area. The physician wanted to know the necessary precautions to take while conducting the biopsy. All attempts for additional information have been unsuccessful to date.